Event description:
It was reported to philips that the system does not start up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired the system was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) inspected the system remotely and identified the fuse f1 in the power distribution unit (pdu) fantray was defective. The fuse f1 was replaced; however, the issue was not resolved. A philips field service engineer (fse) inspected the system on-site and identified pdu fantray and direct current power supply (dcps) board did not have voltage. The fse replaced the pdu fantray and dcps to resolve the issue. Additionally, the pdu control module was also replaced as a proactive measure. After the replacement, the system was returned to use in good working order. The pdu fantray dcps and pdu control module were returned to philips for further analysis. The functional testing of pdu fantray identified that power supply unit (psu)01 and psu02 were defective. The functional testing of the pdu control module passed, and no failures were found. The codes were updated based on the investigation outcome.